Event description:
It was reported that the patients remote control would not go into MRI mode due to one high impedance. The patient underwent a revision procedure and the ipg remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.